Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was dull and the vaccine was not coming through the needles (clogged/blocked). The following information was provided by the initial reporter: office manager stated that while she and another nurse were performing vaccine injections, not providing what vaccine, they noticed that on roughly 20 patients, both male and females ages ranging from 1-18 that they had to do it twice since the needle was either too dull or the vaccine was not coming through the needles. No patients were harmed or required any medical attention.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2022 h6: investigation summary twenty four samples were provided to our quality team for investigation. The samples were visually inspected under the 30x microscope. No damage, defective grind or hooks were observed. The bevels and etch were good. Each sample was connected to a syringe with saline solution, one sample did not expel the solution due to clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis symptom needle clogged is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needlee was dull and the vaccine was not coming through the needles (clogged/blocked). The following information was provided by the initial reporter: office manager stated that while she and another nurse were performing vaccine injections, not providing what vaccine, they noticed that on roughly 20 patients, both male and females ages ranging from 1-18 that they had to do it twice since the needle was either too dull or the vaccine was not coming through the needles. No patients were harmed or required any medical attention.